Event description:
Sorin group (B)(4) received a report of a leak from the oxygenator during the procedure. The oxygenator was changed out and the case was completed without further incident. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d 905 eos hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of a leak from the oxygenator during the procedure. The oxygenator was changed out and the case was completed without further incident. There was no report of pt injury. It was also reported that the time to change out the oxygenator was approximately 13 minutes. This medwatch is being filed as a result of the extended interruption of bypass. The investigation is on-going. A f/u report will be sent when the investigation is complete.